Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to damged usb connector. Functional tests were not performed due to damaged usb connector. An internal visual inspection was performed and passed. The receiver log was downloaded for review due to usb connector. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).